Manufacturer narrative:
Component code: g01003. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect tsh reagent lot 22344ui00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 22344ui00., which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 22344ui00.

Manufacturer narrative:
Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect thyroid stimulating hormone (tsh) results on one patient. The results provided were: (B)(6) 2021 initial tsh=4.2 uiu/ml / repeated on different laboratory on architect=6.1 uiu/ml /repeated on different laboratory on roche analyzer=7.2 uiu/ml /repeated on different laboratory on siemens analyzer=7.6 uiu/ml redraw the patient and repeated on architect after recalibration of reagent kit=6.75 uiu/ml there was no reported impact to patient management.